Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: d9 (device availability - date returned to manufacturer), h3 (device evaluated by manufacturer), h6 (device code, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was returned to edwards lifesciences for evaluation. Imagery of the device was also provided for evaluation. Review of the device imagery revealed pannus/host tissue around the commissure and calcification on the leaflet. Visual inspection of the returned valve revealed calcification fused leaflets cp2 and cp3 at the commissure 3 in the outflow aspect and calcification fused leaflets cp1 and cp2 at the commissure 2 in the inflow aspect. There also appeared to be pannus/host tissue overgrowth around the frame. Further assessment via x-ray revealed severe calcification on leaflet cp1 and cp2 and moderate calcification on leaflet cp1 from the inflow side. While on the outflow side, there was severe calcification on leaflets cp1 and cp2 and moderate calcification on leaflet cp3. There was no pannus/host tissue overgrowth noted on the x-ray. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for valve calcification was confirmed based on the returned device evaluation and provided imagery. An existing technical summary written by edwards lifesciences documents the root cause analysis on valve calcification over time in the patient. Per the technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo a process used to reduce calcification variability and lower calcification levels. Clinical results of thv implantation show similar mortality and significantly lower structural valve deterioration (svd) rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported events for valve calcification did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per the technical summary, no evidence of a product non-conformance or device malfunction were found. As reported, "it was a case of a 29mm sapien 3 valve in aortic position by transfemoral approach that was explanted after an implant duration of two (2) years and eleven (11) months due to early calcific degeneration leading to stenosis (vmax 4.3 m/s and mean gradient 48 mmhg)". In this case, the patient had a medical history of peripheral artery disease. Peripheral artery disease is often caused by a buildup of fatty, cholesterol-containing deposits (plaques) on artery walls, so the patient was likely to have hypercholesteremia. Hypercholesterolemia is also a risk factor due to elevated cholesterol levels being implicated in the vascular calcification process. Tissue calcification is a very common failure mode of structural valve deterioration (svd), which can manifest in the form of stenosis with thickened leaflets. As such, available information suggests that patient factors (hypercholesterolemia) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.

Manufacturer narrative:
The investigation is ongoing. H3 other text : pending device return.

Event description:
As reported by our affiliates in germany, approximately 3 years post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 valve, early calcific degeneration resulting in stenosis was observed. The patient presented with shortness of breath with nyha ii. The patient had also developed coronary disease and received peripheral stents in the left common iliac artery. Subsequently, the patient underwent a surgical procedure in which a surgical valve was implanted and a coronary bypass graft was performed. The 29 mm sapien 3 valve was explanted during the procedure. Imagery was provided of the explanted valve which revealed pannus formation.